Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 19-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal (750 mcg at 99.39603 mcg/day) via an implantable pump. It was reported the hcp noted that the catheter revision was indicated due to adhesions from the capsule wrapping around the prior catheter. It was indicated the event was unlikely related to the device or therapy and possibly related to the implant procedure. The issue resolved without sequelae on (B)(6) 2020.